Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately nine days post implant loss of capture was noted on the right ventricular (rv) lead. It was noted the lead had dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.